Event description:
The catheter broke during removal from pt. The doctor felt resistance and kept pulling until it broke. He chose to leave the catheter tip in because of the difficulty in removal of fragment. Dr said pt was fine.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device involved in this incident was reported available, but not received for evaluation and investigation. Without the actual product, a complete analysis cannot be conducted. Info gathered from the physician indicated that the catheter broke during removal after resistance was felt. As a result of this info, the technique used for removal appears to have contributed to this event. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). Also, in the pt guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (1305285, rev. C). Complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional info that is pertinent to this event becomes available, I-flow will submit a f/u report.